Event description:
It was reported the customer had a blank display after changing out their battery. Customer's blood glucose was 300 mg/dl. Customer stated they did not drop or bump their insulin pump. Customer's battery compartment was also not damaged. The customer also reported receiving a signal too low alarm and a unexpected restart alarm. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.